Event description:
This complaint is reportable based on the analysis completed on 04/16/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 90% stenosed lesion was located in a severely tortuous and severely calcified mid to distal right coronary artery. The physician advanced the 3.00 x 38mm taxus liberte' drug eluting stent to the lesion, but could not cross. The procedure was completed with another taxus liberte' stent. No pt injuries or complications occurred. Pt's status is satisfactory. Product analysis confirmed that there was stent damage.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. Visual examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first to second rows with struts raised. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.